Event description:
.

Manufacturer narrative:
The table was removed from service following completion of the surgical procedure. The hospital's in-house maintenance team reportedly found no problems with the table. A steris technician who inspected the table also found no problems with it. The technician reported, however, that a doctor at the hospital told him that a new employee had been operating the hand control at the time of the incident and may not have had the control in the proper mode (reverse orientation). The steris service rep responsible for this account was notified about the incident and has since conducted add'l in-service training for the hospital staff on how to properly operate the table. No injuries have been reported in connection with this incident.